Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer storage space had failed and could not recover, and the device was not being detected on the bus. The field service engineer (fse) found that drawer 2.1/2.2 on the auxiliary unit displayed a "not detected on bus" error. No light emitting diode indicators were present on any of the drawer controller boards or on the main pyxibus board. The fse replaced the affected drawer controller boards along with the main pyxibus board. After restoring power, the led indicators and system communication were verified to be functioning properly. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 exhibited a failed storage space condition and would not recover. The device was not detected on the bus. There were no delay or adverse events or injuries reported based on this event.